Manufacturer narrative:
Evaluation summary: one device was received for evaluation. From the provided information, it is unknown if the device has or has not been used in the treatment or diagnosis of a patient. A review of the serial number reported indicates that the product was outside of the warranty period at the time of reported incident. The returned product did not meet specification as received. The reported condition was confirmed. The investigation found a failure on coil 2. The mat was plugged into the console and a replace mat error was displayed on the screen. The investigation identified the root cause of the reported event to be multiple internal coil failures. Coil failures occur when the internal flex circuit inside the mat is damaged. This damage is due to excessively bending and flexing of the mat during handling. Since the mat failed outside of the warranty period, pmv will consider that the item has reached its end of life period. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the unit¿s matt would not pick up signal. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the unit¿s matt would not pick up signal. There was no patient involvement.